Event description:
It was reported that during an implant procedure, the lead could not be inserted into the header block of the neurostimulator. Specifically, the lead would only go in about 4/5ths of the way. There was no visible obstruction noted and multiple insertion attempts were performed that included turning the lead 15 degrees and reinserting, lubricating the lead with sterile water and re-inserting, and re-loosening the set screw all with no success. The physician noted that the lead would start to buckle near where he was grasping while inserting into the neurostimulator. The physician was reluctant to replace the lead as it performed well in the trial setting. Therefore, a new neurostimulator was used and lead was connected with no issues and was noted that it the device system "worked perfectly". If add'l info becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).